Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("other injuries/symptoms: hair loss"), fatigue ("other injuries/symptoms: fatigue") and migraine ("other injuries/symptoms: migraine") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia had resolved and the menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, alopecia, fatigue, weight increased and migraine outcome was unknown. The reporter considered alopecia, bladder disorder, dyspareunia, fatigue, menorrhagia, migraine, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012. Received treatment for psych injury related to essure, other injuries/symptoms: hair loss fatigue weight gain migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received case becomes valid with incident. Previously reported event injury nos was removed. New events dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury related to essure, bladder/urinary problems: bladder problems, urinary problems, other injuries/symptoms: hair loss, fatigue, weight gain and migraine were added. Product information removal date and indication was added. Patient date of birth were added. New reporter was added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.